Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump fell on the floor and broke on the bumper side of the pump. The customer stated that the broken part of the bump is detached. The customer will be sent a replacement pump.